Event description:
The customer reported that the left and right monitors were blanking out. They were unable to view pt data or anything on the screen. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.